Manufacturer narrative:
Product event summary: the event reported as "loose ac adapter connection" could not be confirmed. Adapter (B)(4) was not returned for evaluation because the center disposed of it. Analysis of the device could not be performed since the device was not returned for evaluation. A review of the device's incoming inspection records indicated there were no non-conforming material reports generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Analysis could not be performed as the device was not returned. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter had a loose connection. The controller ac adapter was discarded and a replacement was requested. No patient complications have been reported as a result of this event.